Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are experiencing unexpected battery power loss and a low battery alert. Their blood glucose was over 400 mg/dl. They said that two day prior they received a low battery alert and put in a new battery. Then, they put in another battery the day prior and that it is dead today. They changed the battery again. The customer believes that something is wrong with the insulin pump and would like another one. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected low battery alarms or unexpected. Battery power loss noted during testing. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched lcd window and cracked retainer.